Manufacturer narrative:
Guide pin broke in implant. Fragment could not be removed. The implant needed to explanted. Collateral damage. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Guide pin broke in implant. Fragment could not be removed. The implant needed to explanted.